Event description:
For laparoscopic burch. Origin kit was used. Trocar went in easily but unable to insufflate and yellow restriction light was on. Used a second origin trocar with the same difficulties. Used an ethicon trocar and was able to complete the procedure without further incident.